Manufacturer narrative:
2 pcs 9mm straight implant shaft assembly instruments from set were involved in incident. 89-0114, lot# 39361-ol31, (B)(4), manufacture date: 12/31/2012. 89-0114, lot# 37566-nf09-a, (B)(4),) manufacture date: 06/09/2011.

Event description:
Information provided states that during a l4-l5 transforaminal lumbar interbody fusion (tlif) case the metal prong tips broke off of the implant inserters. The surgeon removed the prongs from the disk space which resulted in a delay in the case. The patient was not affected by the breakage. The case was successful in the end.